Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced a hypoglycemic event while using the ilet with admelog, with a lowest blood glucose of 40 mg/dl for about 20 minutes, after which he ingested orange juice and soda leading to subsequent hyperglycemia up to 300 mg/dl before the ilet algorithm reduced glucose to 82 mg/dl. Symptoms included hypoglycemia. Outcomes included temporary impairment that required self-treatment with oral carbohydrates and monitoring, without medical intervention. Investigation included a review of use patterns and education on system operation and exercise guidance, with outreach planned to the user¿s trainer to review reports. Investigation of this case revealed no device malfunction reported and that the event followed ingestion of oral carbohydrates leading to rebound hyperglycemia, after which automated correction occurred. It was concluded that the event was consistent with hypoglycemia of unclear cause with subsequent overtreatment and appropriate device-driven correction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.